Event description:
It was reported that an ilet user experienced wide glucose fluctuations, ranging from 46 mg/dl to 401 mg/dl, and was frequently pausing the system, not announcing meals, and using ¿less than¿ meal announcements for correction boluses. A factory reset was completed with new infusion set and continuous glucose monitor (cgm) pairing. Education was provided on best practices, consistent with an improper or incorrect use of the user interface. Symptoms included hypoglycemia with dizziness, confusion, malaise, and sleepiness/drowsiness, as well as episodes of hyperglycemia. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to failure to follow instructions, specifically reliance on ¿less than¿ meal announcements for corrections and routine pausing of insulin delivery through the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.